Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510(k) #: exempt.. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the stent could not be inserted into the white valve of the outer sheath from the rosch-uchida transjugular liver acess set during a tips procedure. The stent still failed to insert after flushing the sheath multiple times. A new catheter was used from another rosch-uchida set and the stent was delivered to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence during preliminary investigation, it was found that the inner coiling had broken through the exterior in the valve, exposing the exterior within the inner diameter.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed a blockage within the inner diameter of the sheath due to exposure of the inner coiling. This caused resistance when attempting to insert the appropriate sized dilator. The device and its components were found to be within the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to possibly be related to a manufacturer deficiency during the flaring process of the tubing. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
No new event description information to report at this time.